Event description:
Caller reported advantage blood glucose results of 260 mg/dl, 160 mg/dl, and 110 mg/dl within 10 minutes. Reported no adverse event . A request was made for the return of the meter and strips.